Event description:
Event 1 [redacted date] biosense webster, inc. D134805, 31436931l. There was char on the tip of the ablation catheter. Event 2 [redacted date] biosense webster, inc. D134805, 31379137l. During prep of the ablation catheter, there was a connection error. The catheter was removed and replaced with no harm to the patient. Event 3 [redacted date] biosense webster, inc. D134805, 31412419l. There was a sensor error with the ablation catheter after placed into the patient. The catheter was removed and replaced with no harm to the patient. Manufacturer response for ablation catheter, ablation catheter (per site reporter) mfg notified by site.